Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had premature depletion. It was further reported that the right ventricular (rv) lead had high thresholds. The ipg was explanted and replaced and the rv lead remains in use. No patient complications have been reported as a result of this event.